Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's right hip still has a pinnacle ceramic on metal articulation within the past few months she had increased her physical therapy and has notices more lateral soreness at the right hip. Patient has cobalt levels remain elevated on 2018. Her urine cobalt level was 16.6 mcg/l and urine chromium level was 50.2 mcg/l on 2019. Patient's urine cobalt level was 27.63 mcg/l and blood cobalt level was 4.6 mcg/l in 2019. She began taking 600 mg of n-acetyl cysteine three times per day for potential cobalt chelation since hip replacement. She has been experiencing ocular migraines,tinnitus and hearing loss,sleep issues, memory problems, mood disorder, and atrial fibrillation. These symptoms are consistent with cobalt toxicity neuro q analysis of her fdg pet brain scan study should focal and general hypertension suggestive of chronic toxic encephalopathy and different from patterns seen for patients experiencing fronto temporal dementias,alzheimers disease or normal aging. Doi: (B)(6) 2010. Dor: unknown. Right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.